Event description:
It was reported that the patient experienced a stroke. An enroute transcarotid neuroprotection system was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. Post procedure, the patient experienced right wrist weakness. There was no reported intervention, and the patient was doing well and released on (B)(6) 2025. No further information was provided to boston scientific.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the patient experienced a stroke. An enroute transcarotid neuroprotection system was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. Post procedure, the patient experienced right wrist weakness. There was no reported intervention, and the patient was doing well and released on (B)(6) 2025. No further information was provided to boston scientific.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).